Event description:
It was reported that the right ventricular (rv) epicardial lead exhibited high thresholds. It was also reported that the right atrial (ra) epicardial lead exhibited high thresholds. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.